Event description:
The patient presented to the hospital with thoracic pain and dizziness. Diagnostic imaging found a cardiac perforation due to the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was eventually stable.

Manufacturer narrative:
The lead was returned due to cardiac perforation. Visual examination of the lead did not identify any anomalies other than procedural damage. As received, the helix was retracted and clogged with dried blood and tissue; after cleaning, the helix extended and retracted normally. The length of the extended helix was within specifications. A lead tip stiffness test was performed, and the test results were within specifications. The cause of reported event could not be determined.